Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarms confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure. The customer¿s blood glucose level was 9.9 mmol/l at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.